Manufacturer narrative:
Insulin pump received with intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that when he attempted to use the bolus wizard the numbers kept scrolling up. The down arrow button or any of the other buttons on the insulin pump were not working. Customer's blood glucose level went up to 400 mg/dl after giving himself 20 units of insulin. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.